Event description:
Additional information obtained revealed the patient's ipg was explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
A4 - the patient's weight was obtained/provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, an attempt was made to obtain complete patient information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg has been unable to communicate with their programmer device. In turn, the patient has lost therapy. As a result, the patient may undergo surgical intervention.